Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) spoke with the customer regarding the case. The customer reported a logon delay. The customer also stated that the issue had been resolved after the server was corrected. As the issue was resolved, the case was deemed good to close. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, users experienced a logon delay. The username could be entered, but there was an extended delay before the fingerprint scan initiated, long enough for the device to time out due to inactivity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.